Manufacturer narrative:
Date sent to the FDA: 03/03/2021. Additional information: d9, h6. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that nine unopened samples of product code w8558 were received for evaluation. Visual inspection of unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device pcj756, and no non-conformances were identified. It was received for analysis an empty labeled winding former a paper lid and two needle-sutures pieces of product code w8558, lot pcj756. This product code is double armed. During the visual inspection of needle/sutures pieces, the swage and attachment area were noted to be as expected. The end of the suture was noted damaged (fraying and slice/split) by use of surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Per the condition of the sample received an improper handling was noted on the device. Additional information was requested, and the following was obtained: could you please provide lot number? Pcj756. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke?

Event description:
It was reported that the patient underwent an aortic dissection type a surgery on (B)(6)2020 and the suture was used. During surgery, the suture broke. Another like suture was used to complete the procedure. There were no patient consequences reported.